Event description:
Received a call from a nurse in the ER where the user had been admitted. The patient's bg had gone to 800 and she was being put on insulin. The nurse wanted to know how to deactivate the pod so that the user would not continue to get insulin from 2 sources. The nurse was instructed on how to deactivate the pod and remove the pod from the user. Verified with the nurse that the cannula did not look bent/kinked. Requested that they inform the user to keep the pod to that it could be returned for evaluation. The patient bent a letter to the company dated 12/16/2007 stating that she did not keep the pod so, the device is not available for evaluation.

Manufacturer narrative:
The device involved in the reported incident will not be returned to the manufacturer for evaluation. Unable to confirm any product malfunction. No conclusion can be reached at this time. This complaint will be considered complete and closed. The product user guide instructs the user to check infusion site often for proper cannula placement. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release.